Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. The wire guide could not get into the zso-7-9. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplement report being submitted due to the completion of the investigation 16-nov-2022.

Manufacturer narrative:
Device evaluation: 1 x zso-7-9 device of lot c1902329 was not returned to cirl. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-9 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-9 of lot number c1902329 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1902329. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1902329. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being prepared to be loaded onto the wire guide. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being prepared to be loaded onto the wire guide. According to the initial report, this occurrence was prior to patient contact. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.